Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 479 mg/dl. The customer was treated for the high blood glucose with a bolus. The customer stated there was a blockage and insulin did not deliver form their insulin pump. The customer changed their infusion set and reservoir. The customer stated that they did not receive an alarm form the device. The customer did not troubleshoot and did not send the product back for analysis. The customer sent their sets back for analysis.